Event description:
It was reported that the pump touch screen was blank resulting in the inability to interact with and read the pump screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.